Manufacturer narrative:
A4-a6:unk . H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -11/1.0/23 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was removed and later replaced for a shorter length vticmo model lens due to excessive vault and significant reduction of iridocorneal angles. Cause of the event is unknown. The device did not perform as intended. Reportedly, "13.7 was too big. Recommended by ocos."

Manufacturer narrative:
D4- model# corrected to vticm5_13.7 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial with residue/debris on the lens. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specification. Claim #(B)(4).